Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an mtpj fusion surgery while tightening compression screw in the plate, the head sheared off. The plate removed, but the screw remained as the customer felt removal would create a more significant bone void. The surgery was finished successfully with a new plate. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user-applied excessive force during the tightening process and/or over-torquing the screw when inserting into the plate.

Event description:
Update dw 10-dec-2024: further information was provided that the customer was able to achieve satisfactory fusion construction and there was no further surgical input required.

Manufacturer narrative:
Additional information.